Event description:
A system error (se) 2240 alarm was identified in the event log of a returned homechoice device. The system error occurred on (B)(6) 2011 at 02:15 during dwell of cycle 3. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the hc device. Not enough data is available within the complaint to identify root cause. The lot number is unknown, therefor,e a batch review was not performed. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.